Manufacturer narrative:
The device history record (DHR) for code 98706-07 with lot number aa9278r04 was reviewed with no similar observations noted by the quality auditor. The returned sample was evaluated, and slight damage was noted on the shoulder of the cannula tip and the distal rim of the 12f dilator. It is not known whether this damage occurred prior, during, or after use. Dimensional measurements of the interference components of the cannula tip were within specification. Cause of failure appears to be that the force applied to the cannula overcame the interference components of the cannula tip. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from customer stating an individual dilator ((B)(4)) over-rode. The doctor pulled the central cannula out after deploying the peel-away and none of the sleeves came with it. The tip was still intact. They were able to crack the peel-away down further to grab the sleeves and remove them. No patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).